Event description:
In 2007, tip of the delivery catheter of an aortic extender broke off post deployment, while insider of the patient. The olive tip stayed on the wire and was removed endovascularly. There were no adverse events as a result of the break. The patient was reported to be doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.